Event description:
After 1 1/2 years of successful device use, this patient was no longer able to hear sound clearly with cochlear implant. Although diagnostic test results were consistent with normal device function, the health care providers have recommended that the device be explanted and replaced. The surgical procedure has not yet been scheduled.